Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed 170 units after the load was complete. Subsequently, the insulin gauge went to 165 units within a few minutes. It was not determined how much insulin was loaded into the cartridge however, the customer stated 170 was the fill estimate they expected to see. There was no impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump with the current cartridge.